Event description:
It was reported that patient underwent an initial hip arthroplasty on (B)(6) 1993. Subsequently, a revision procedure was performed on (B)(6) 2014 due to polyethylene wear of the acetabular liner as a result of interaction with the collar of the femoral head. The acetabular liner and femoral head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: late postoperative complications can include: number 8 states, ¿wear or deformation of the articular surfaces may occur as a result of excessive loading." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01733 & 01734).